Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 with coolsculpting to the bilateral flanks and lower abdomen. On (B)(6) 2020 the patient was treated with coolsculpting to the bilateral upper abdomen, lower abdomen, and flanks. In mid (B)(6) 2020, the treated areas developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen, lower abdomen, and flanks with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 with coolsculpting to the bilateral flanks and lower abdomen. On (B)(6) 2020 the patient was treated with coolsculpting to the bilateral upper abdomen, lower abdomen, and flanks. In mid december 2020, the treated areas developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen, lower abdomen, and flanks with paradoxical hyperplasia (ph).